Manufacturer narrative:
The cannula will not be returning to the manufacturer for evaluation, as the hospital staff reportedly disposed of it. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
Additional information: the reported event of the red band slipping off the drainage kit during support is unable to be confirmed and could not be correlated to the reported "non-healing wound" as the cannula was disposed of and is not available for analysis. The colored band on the cannula do not perform a function directly relevant to the support of system. The band identifies the drainage (red) and return (blue) cannula respectively. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was provided indicating that the product will not be returning. The cannula was disposed of.

Event description:
The patient was supported with an extracorporeal blood pump system for biventricular support. It was reported by the perfusionist that the patient was weaned off of the device on (B)(6) 2014. The patient was discharged to long-term care facility. The patient had a non-healing wound in their abdomen. During further examination of the wound they found a piece of circular red tape which appeared to be the red band of the cannula. It was reported that it may have slipped off during the tunneling or removal process.